Event description:
It was reported that "pt came back to the operating room over the weekend and the suture that was used in the joint capsule was unraveled upon inspection. The surgeon used ethibond. Pt was returned to the operating room. (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported has not been received. Method/results/conclusions: the actual product involved with the incident reported has not been received. No product evaluation can be performed at this moment. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialities puerto rico inc requirements throughout the incoming, manufacturing and the final inspection processes. No inventory available for the finished good lot reported. At the time of this report samples have not been received. Upon receipt of samples a follow up report will be submitted once the evaluation is completed. Dehiscence, is a known risk with any suture material. The most probable root cause for post operative dehiscence can not be determined with certainty based on the information provided. Reference: complaint #(B)(4) item #sxpd2b405 stratafix spiral pdo knotless tissue control device 2ctx #2 pdo 36 x 36, lot mbmz770.